Manufacturer narrative:
Batch review performed on 26 july 2019: lot 1902135: (B)(4) items manufactured and released on 2-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Another implant involved (it is unknown if the broken screw is this one or the previous listed one, the broken screw is only one). Screws: mpact 01.32.6530 cancellous bone screw, flat head ø 6,5 l 30 lot. 178057 (k103721). Batch review performed on 26 july 2019: lot 178057: (B)(4) items manufactured and released on 21-dec-2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While the surgeon was screwing one of the two implanted screws, the head of the screw broke and remained on the screwdriver. The threaded body remained implanted (in the correct position) in the patient.